Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high, to 400 mg/dl. The customer also reported that the insulin pump had alarmed for no delivery on every bolus attempt. She treated with manual injections. The insulin pump passed the displacement test. The customer was advised to change the entire infusion set system. The insulin pump was not replaced or returned for analysis.